Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that he had an erratic heartbeat. The erratic heartbeat started after he got the device. "It had been shut off ever since." The patient needed a cardioversion for his erratic heartbeat. Cardioversion guidelines were provided for the patient. It was noted that the patient was implanted for spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported the patient had notified their managing physician about the erratic heart beat. The erratic heart beat was observed after the device was installed. The patient had their heard shocked back into place on (B)(6) 2015. If additional information is received, a follow up report will be sent.